Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded the same cartridge and would contact tandem technical support if issues persisted. There was no adverse impact to the customer's blood glucose level.